Manufacturer narrative:
(B)(4).

Event description:
Received information of the patient's death two days after dbs implant. The death was caused by hypersensitive cerebral hemorrhage not in the area related to the implant. The patient was implanted with an activa rc on tuesday (B)(6) 2011. Procedure was without complications. After eight hours, the first brain function complication occurred. Patient died thursday (B)(6) 2011, due to cerebral hemorrhage. The dbs device had never been turned on. An autopsy was performed but results are not available at the writing of this report. Additional information will be provided as it becomes available.